Event description:
Pt was implanted with prodisc-c in (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon revised the pt with plate and screw construct.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.